Event description:
The account alleged the head hi/low is drifting down slowly. No pt impact.

Manufacturer narrative:
The account replaced the head hi/lo down valve and the issue remains. Technician told the account to replace the trendelenburg valve. No further info is available on the repair of the bed at this time.